Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the volume is off and requested for onsite service. The device was in clinical use at the time the reported issue was discovered; however, that was no harm to the patient or user.

Manufacturer narrative:
No further patient details/information has been provided. The device was being used for treatment when the reported event occurred. A determination could not be made that the device failed to meet specifications as no parts were returned to failure investigation (fi); therefore, the root cause of the reported issue could not be determined.